Event description:
Btm was applied to the lower leg/ankle as the patient refused amputation. It was reported that 'one piece of btm was placed by the surgeon correctly, but the other one was placed upside down'. The surgeon was not familiar with btm and implanted one piece upside down. The piece that was upside down had to be removed and was reapplied at a later date. There was no adherence or integration noted prior to removal of this piece. The second piece of btm was placed in the correct orientation and has integrated. The patient had a good outcome and the wound is mostly closed.

Manufacturer narrative:
In absence of batch number, a batch review was unable to be performed. Based on the details available the root cause for the reported complaint was due to use error. The hcp implanted the device in the incorrect orientation on the wound, requiring explanation of the device. The second device that was implanted was placed in the correct orientation and was reported to have integrated. The risks are documented in the risk management file and confirmed to be within documented severity level for the risk. The IFU (IFU-008) includes placement instructions for the btm: ¿taking care to have the smooth sealing membrane side outermost, the foam side can be pressed into the wound¿¿ and ¿the novosorb® btm is laid into the wound, sealing membrane side out¿¿. As a result of the investigation, it¿s been concluded there was no device non-conformity or malfunction, no product risk and a review of the risk assessment is not required, corrective actions are not required, and the case will be subject to trending according to documented pms procedures.